Event description:
Customer's mother reports that customer had problems with insulin pump and had to restart pump. It was advised to have customer call in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.